Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes 20 tubes were collapsed. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd received 4 photographs and 2 samples from the customer for investigation of collapsed tube. Evaluation of photos and returned samples confirmed collapsed tubes. In addition, 100 retain samples from bd inventory were visually inspected, and no collapsed tubes were found. This complaint has been confirmed for collapsed tube based on the customer photos and samples. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.